Event description:
The customer contacted stryker to report that their device had unexpectedly lost power while being used with a patient in cardiac arrest. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
A product analysis center (pac) technician reviewed the device log files and observed intermittent power connection from the batteries. The observed issue may have caused or contributed to the reported issue; however, a definitive root cause could not be determined. The issue was resolved by recommending the customer replace their batteries. The technician also replaced the battery contacts, battery pins, and battery harness cable as preventative measures.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. The electronic records were reviewed and the issue was able to be verified. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power while being used with a patient in cardiac arrest. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.